Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm caused to the patient, no medical intervention was required and no repeat procedure was performed. There was nothing unusual about patient or procedure and an endoscopy was performed prior to the procedure and the esophagus appeared to be normal. The customer does not have the capsule or delivery device to return for investigation.